Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being treated by the paramedics due to a low blood glucose reading of 29 mg/dl. Prior to the event, the customer had bolused for food he was supposed to eat, but he decided not to eat the whole meal. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.